Event description:
The bipolar resistance of the ventricular lead dropped significantly, greater than 300 ohms, in a 3 mo period. Bipolar resistance measured 398 ohms on 4-22-97, down from 788 ohms on 1-14-97. The highest bipolar resistance recorded over the yrs was in 1994, with measured resistances of 1018-1051 ohms. The lead was surgically capped and abandoned due to impending failure and new ventricular lead was implanted.